Event description:
During shift check, the customer noticed that the sensor on the right-side user control panel of the autopulse nxt platform ((B)(6)) was not detecting the band securement. Despite multiple attempts with different bands, the band guard lock indicator continued to flash. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint regarding the sensor on the right-side user control panel of the autopulse nxt platform (sn (B)(6)) not detecting the right-side band securement was not confirmed in the archive data nor during functional testing. The autopulse nxt platform functioned appropriately and performed as intended. The archive log file did not record any faults or alerts. The autopulse nxt platform passed the preliminary functional testing without errors. The customer's complaint could not be replicated after testing the nxt platform with multiple nxt bands and tab assemblies; neither red interlock led indicator illuminated on either the left or right-side user interface. Inspection confirmed proper alignment of both magnet boards with the frame assembly. Although the root cause of the customer's complaint was not definitively identified, the right-side magnetic sensor board was replaced as a precaution. Following the replacement, the nxt band detection sensor functioned correctly. The nxt platform completed a 15-minute mztf (medium zoll test fixture) run without any faults or errors.